Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The company representative assessed the system and performed delivery system and articulating arm alignment optimization and calibration. The system met company specifications. Though the representative performed the calibrations, there are many potential factors that could have contributed to the reported event. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a small area nasally that appeared to be untreated during corneal flap creation of the right eye. The flap was not able to be lifted and a contact lens was placed. The patient is currently being monitored. Additional information has been requested.